Event description:
It was reported that during tka case burred the post holes on the tibia and moved to visualize tibia cut and the screen went white. Then it went back to the beginning of case with an error message that the system exited the case. Resumed the case, recalibrated the handpiece and went back to planning and case was completed.

Manufacturer narrative:
H10: the device was being used during treatment when a watchdog timeout exception occurred that could not be handled by the system. This resulted in the system reverting to the patient screen and requiring reboot. The DHR was reviewed for software version (rc-5205) and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. Review of the log files confirmed that the watchdog timeout exception occurred when the tool was stopped and therefore caused the system to revert to the patient screen and requiring a restart. The issue has been resolved starting in software versions rc-6001. The root cause of the reported event was due to software failure.